Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external air leak was observed in an unknown prismaflex set during continuous renal replacement therapy. The syringe was noted to be 35ml instead of 20ml. The syringe was swapped to a 20ml. Troubleshooting was performed and the air in blood alarm was cleared; however, after an unspecified amount of time the air in blood alarm was retriggered. This time the option to "remove air" was not available. Treatment was discontinued without the extracorporeal blood being returned to the patient, which reportedly was the third time this had occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.